Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they used a glidesheath slender 6fr 16cm for radial access. The estimated blood loss was less than 250 cc. The patient was in good condition and the procedure was good. Additional information was received march 13, 2019: the type of procedure that was being performed was a cardiac catheterization. The glidesheath had bleeding at the hub. The glidesheath was used on the patient. The patient was in stable condition. The procedure was successfully completed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.